Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead reported the lead was not functioning appropriately and had been turned off. The patient also reported symptoms of fatigue and shortness of breath. The patient had an appointment scheduled to see their implanting physician.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated the lv lead had dislodged back into the main cardiac vein. The patient was also experiencing diaphragmatic stimulation as a result. The lead was explanted and successfully replaced. There have been no other adverse patient effects reported. At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried blood/body fluid was noted through the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Additional information received from the local area sales representative indicated they were recently at the patient's following physician's clinic and this patient's device was not interrogated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.